Event description:
It was reported a balloon burst at two atmospheres during an iliac angioplasty utilizing a bilateral kissing balloon technique. The balloon was successfully removed without incident. The pt was sent to surgery to relieve a hematoma from the opposite entry site. The hematoma was successfully evacuated without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the balloon had a circumferential tear 9.5 centimeters proximal to the distal tip. Three other small tears were noted. The first tear was a 1 centimeter circumferential tear located 7.5 centimeters from the distal tip which displayed jagged edges. The second tear was 1.1 centimeteres long located 7.5 centimeters from the distal tip. The third tear was 7 millimeters long located 6.6. To 7.3 centimeters from the distal tip. The balloon surface was scratched. Balloon ruptured or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow-up could not confirm if this device was used in a calcified lesion. However as the device ruptured at a minimal pressure and displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface, co believes pt anatomy/arterial disease may have contributed to event and do not attribute it to the device. Directions for use state: "if loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.